Event description:
It was observed during the device inspection, there was foreign material in the distal end and light guide lens of the duodenovideoscope. Additionally, the adhesive between the distal end and server plug in had a gap and there was a leak in the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over four (4) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that dirt adhered inside the light guide lens (lg-lens), but the type of the material or root cause cannot be identified. It was presumed that moisture entered the distal end from the leaked location, causing corrosion inside the lg lens. The user could not remove the foreign material by reprocessing. Regarding the distal end having foreign material, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was presumed that the user possibly could not remove the foreign material due to physical damage of the device. It is also possible that the user could not perform reprocessing properly and remove the material due to leakage. Regarding the gap at the glue between the distal end and server plug-in, although the root cause could not be specified, it is likely it occurred due to physical stress such as hitting/dropping the distal end. Regarding the dirt on the objective lens, the root cause or type of dirt could not be identified; however, it is likely that the forceps elevator had a leakage and the user could not perform reprocessing properly. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Operation manual_ important information ¿ please read before use warning:do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.